Event description:
The manufacturer received information alleging a service required code related to low inspiratory pressure and low expiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The foam of the inlet air path assembly was observed to not fit properly and was blocking the inspiratory port. The device's inlet air path assembly needs replaced to address the issue.

Manufacturer narrative:
The manufacturer received information alleging a service required code related to low inspiratory pressure and low expiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The foam of the inlet air path assembly was observed to not fit properly and was blocking the inspiratory port. The device's inlet air path assembly needs replaced to address the issue. The manufacturer's product investigation laboratory performed investigation. Trilogy inlet air path assembly was returned for investigation for foam failure. During investigation was able to confirm the complaint of the loose foam. The foam in the area of the blower inlet had pulled away from the adhesive. Adhesive residue could be felt on the foam (i.e., the underside was tackier that the topside). Adhesive remaining in the plastic was still somewhat tacky. There was no evidence of loose foam particulates.